Event description:
Reamer hose, attached to an extension delivering nitrogen, ruptured spontaneously with fragments dispersing pthroughout the or. Guage pressure set at 100. Debris in wound necessitated surgical cancellation.